Manufacturer narrative:
(B)(4): results: a visual inspection of the returned product found piece of optic with haptic attached torn off. Other haptic is bent. There was evidence of surgical dried dark residue.(B)(4).

Event description:
The reporter stated the surgeon inserted a aq2003v three piece silicone lens. Lens was removed due to broken haptic. The incision was enlarged and a suture was required. Another same model lens was implanted. The event was due to user error.